Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual examinations, as well as, functional testing. The device operated per specification, but no assignable cause for the worn button could be determined. Based on the results of the investigation, the reported issue was confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) power button is worn and difficult to use. There were no patient effects reported.